Event description:
It was reported post-op to a laparoscopic adjustable procedure, band erosion was detected by egd. The pt also had an infection. The band was eroded approx 270 degrees inside the stomach. The pt received complete removal, and sutures were used to close the opening. The infection was visible at the site where the band had been removed. The pt was given an on queue pain pump and antibiotics. There were no other reported pt complications.

Manufacturer narrative:
Information anticipated, but unavailable at this time.